Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with a complete pump reset, after which the cgm error code did not reappear, and the customer was able to successfully start their sensor session.